Manufacturer narrative:
Manufacturer's investigation conclusion: an onsite abbott representative confirmed the reported low flow alarms; however, the alarms were reportedly due to gastrointestinal (gi) bleeding and low volume. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient¿s low flow alarm threshold was decreased from 2.5 to 2.0 liters per minute (lpm) due to reoccurring low flow alarms. It was reported that the patient was in palliative care with no extended therapy. The low flow alarms were reportedly due to gi bleeding and low volume. It was also reported that the patient had a severe stroke; however, it was unknown if the stroke was before or after the device implant. The customer communicated that no further patient related information would be provided due to patient privacy laws. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 ¿introduction¿ of this document lists bleeding and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. B) and clinicians (rev. B) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient remained on going with the left ventricular assist device (lvad). Low flow software upgrade was performed on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that low flow software upgrade was requested. The patient was in a palliative care situation. Their family decided to no longer extend the therapy. The patient had low flow alarms due to gastrointestinal (gi) bleeding and low volume. The patient had a severe stroke which was unknown whether it occurred before or after operation. Based on a review of available patient¿s record and a request for patient outcome, there were no device related issues impacting the patient outcome.